Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission that episodes of non-sustained v oversensing due to post-sensed t-wave oversensing was observed. The patient was asymptomatic. Programming changes were recommended, but the physician elected to not make the changes. The device remains implanted.